Manufacturer narrative:
H3: a software analysis was initiated. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. There were two sessions identified on the date of the incident. In the first session, the user performed an stdfess procedure using 339 trace points. Registration was completed, and truverify checks were successfully performed before transitioning to navigation. Three touchpoints were acquired, with the final recorded error metric measuring 1.5 mm. Earlier in the same session, a prior registration was performed using 509 trace points, resulting in an error metric of 3.6 mm. The system then transitioned to navigation, as reflected in the logs, with a single touchpoint recorded. It was also noted that during both registrations, the user acquired several points in the air (i.e., outside the dicom geometry). A review of the archive confirms the presence of a single CT scan comprising 280 slices, with a slice thickness of 0.4 mm and slice spacing of 0.4 mm. No evidence within the logs explains the reported inaccuracy, and based on the available information, the root cause cannot be determined as software logs provide limited insight into registration accuracy issues. Frame movement after registration is suspected as a potential contributing factor. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d. Information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0. H3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that superior/inferior were inaccurate during navigation. The manufacturer representative (rep) stated "when using the straight suction down the hard palette, navigation was shown to be off by a few mm." The rep also reported that when navigating to the sphenoid, it appeared accurate. The rep reported that different instruments were used with same results. The registration was under 1mm and the surgeon verified known anatomical landmarks. Instruments did no appear to be damaged, and a xoran minicat scanner was used. There was a less than one hour surgical delay and no impact on patient outcome.

Event description:
The amount of inaccuracy was around 3-6 mm.

Manufacturer narrative:
H2: additional information was updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.